Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The 3191 code was utilized due to commanded shock delivery to the patient.

Event description:
It was reported that this system continued to exhibit out of range shock impedance measurements. A review of the patient records identified a 21j commanded shock was performed over one year ago. The shock produced a stable impedance measurement of 90 ohms. Additionally, the upper shock lead impedance limit was reprogrammed to 150 ohms and beeping for out of range measurements was programmed off. A boston scientific technical services consultant explained the reason for doing commanded shock test is to allow for monitoring knowing actual shock will have an in range impedance and not have an open circuit detected warning. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that it was reported that this system exhibited a gradual rise in shocking impedance measurements which are now greater than 125 ohms. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported.